Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) explant procedure due to an infection. The patient was doing well postoperatively and the explanted devices were discarded by the medical facility. No further information could be obtained despite good faith efforts.

Manufacturer narrative:
Block b3: exact date unknown, event occurred a year prior to the date the manufacturer became aware. Additional suspect medical device components involved in the event: product family: scs-adapters, upn: m365sc9208550, model: sc-9208-55, serial: (B)(6), batch: 7022787/7051513.